Event description:
It was reported that the patient received multiple low blood glucose alerts at approximately 3:30 AM and 5 bolus entries at 2:47 AM and 2:58 AM. The caregiver alleged that the patient did not administer the boluses since they were asleep at the time of incident. In addition, the bolus entries showed varying carb amounts, including one entry with 120 grams. It was reported that the patient would never consume that amount of carbs. The caregiver was concerned that the Pod may be malfunctioning. No specific blood glucose readings were reported. Duration of Pod usage was not specified.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided.Locked Down Smartphone: PHONE_CONTROL_IOSOmnipod Software App Version: 2.2.1Operating System: 26.5Hardware: iPhone15.2CGM Sensor Type: Data not availablePlease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.